Event description:
It was observed during the device inspection, the subject device exhibited poor flow in the air/water channel due to the presence of foreign material. Foreign material was also present in the device's elevator mechanism and in the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.